Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and under delivery of insulin. Customer¿s blood glucose value at time of incident was 300 mg/dl and current blood glucose value was 318 mg/dl. Customer¿s other blood glucose values were 318mg/dl, 248mg/dl and 204mg/dl. Customer treated with injection. Insulin pump will not be returned for analysis.